Manufacturer narrative:
The cause of the elevated, un-flagged plt result is unknown. The field service engineer (fse) verified instrument operation but did not identify an instrument malfunction. (B)(4).

Event description:
The customer reported recovering erroneous, elevated, un-flagged plt (platelet) results on a single patient sample run on their dxh 800 instrument. The customer reported that the patient's sample when run on the dxh 800 instrument, recovered un-flagged plt result of 202. The results were considered erroneous since the patient is known to have low plt recovery results. The sample was then re-run on the same instrument recovering lower expected results of 65 with no instrument suspect messages which was considered correct. A manual slide estimate was not performed. Erroneous results were not reported out of the lab. There was no change to patient treatment.

Manufacturer narrative:
Follow up 01: an improvement for plt flagging was developed and released as a part of a software update to the dxh800 that is designated v3.2.1 on 22-dec-2017; approximately 11.5% of the worldwide product installed base has been upgraded as of 13-jul-2018. Due to an increase in the number of complaints received related to unflagged erroneously high plt patient results released from the lab, bec has determined that a field action is warranted. Field action (fa-33718) was approved on 30-jul-2018. The field action includes a software patch for the improvement for the plt flagging component of v3.2.1, which will expedite installation of this improvement for rest of the installed base. Section h2 - additional information has been selected. Section h7 - recall, notification and modification have been selected. Section h9 - number has been updated to reflect the respective information for this event. Additional information: the recall (fa-33718) includes notification to the customer and correction of the issue via software update. Bec internal identifier: (B)(4).